Event description:
It was reported that the patients ipg would not charge. The patient underwent an explant procedure.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.